Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported a leak occurred. A left atrial appendage (laa) closure was performed on (B)(6) 2025 using a 31mm watchman flx pro closure device. The patient was discharged following the procedure. At the routine 45-day follow-up, computed tomography (CT) imaging revealed that the device was observed to have a 3-4mm leak. No intervention was performed, and the patient will continue on plavix medication and be monitored at the next follow-up.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60310 batch # 0037538895. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant did not seal (medication required). Risk review: a risk review was completed and confirmed that the event of implant did not seal was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported a leak occurred. A left atrial appendage (laa) closure was performed on (B)(6) 2025 using a 31mm watchman flx pro closure device. The patient was discharged following the procedure. At the routine 45-day follow-up, computed tomography (CT) imaging revealed that the device was observed to have a 3-4mm leak. No intervention was performed, and the patient will continue on plavix medication and be monitored at the next follow-up.